Event description:
It was reported that a physician obtained high lead impedance while performing diagnostics on a vns pt's device. The pt reported that she has not been able to feel normal or magnet mode stimulation for the past year. X-rays were taken and reviewed by both the physician and manufacturer, and no obvious cause for the reported event could be determined. The pt's device has been turned off and revision surgery is likely.

Manufacturer narrative:
Results: x-rays reviewed by the manufacturer, no gross lad discontinuities visualized. Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.